Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error and a possible over-delivery. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the reported event. The customer stated that the pump gave too much insulin, but the settings were correct, leading to the event. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. A product return for mmt-1885 was requested and the customer responded that the pump would be returned.

Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed all functional testing including the self-test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08660 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of may 02, 2024 found daily total of bolus insulin delivered to be 32.1units. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Force sensor zero offset (within) specification (23.1mv). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case and cracked keypad overlay. In summary, customer allegation for pump possibly over delivering not confirmed during full functional testing. Alleged critical pump error (open book image) alarm and e/a alarm unspecified not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.